Manufacturer narrative:
The case description states that the user received 4 unexpected boluses. It was stated that the first bolus occurred at 10:26 am and was of 6.4u, the second bolus occurred at 11:36 and was of 4.70u, the third bolus occurred at 12:28 pm for 0.3u and the fourth bolus occurred at 12:40 pm for 0.35u. The physical controller was not received for investigation. Android log files from the complaint device were uploaded to the cloud system by the user and downloaded for investigation. Inspection of the audit log files confirm delivery of each reported bolus and show that the confirm bolus button was pressed and carb values were entered for all four boluses. The engineering logs show that for the first bolus, the controller was interacted with the enter the bolus calculator screen, and digits were entered one at a time to enter 109 grams of carbs. The bolus calculator then gave a suggestion of 6.4u based on the user's inputs and settings. The controller then went through the two step confirmation in order to confirm and start the bolus. The logs show that this bolus was within the user's max bolus setting of 9u and that the bolus was not canceled at any time by the user. This same process was checked for the other three boluses and found consistent results with the first bolus. No evidence of an uncommanded bolus was seen in the log files.

Event description:
It was reported that the device independently delivered multiple bolus doses of insulin during the day that were not initiated or requested. The customer experienced a low blood sugar of 40mg/dl, however, did not require medical intervention. The device log history was uploaded for investigation by insulet and confirm user interaction including data entry and initiation of bolus delivery. The customer experienced low blood sugar, however, did not require medical intervention. Multiple attempts have been made to obtain additional information from the initial reporter, however no further information has been received.

Manufacturer narrative:
Correction: h3 updated to yes.